Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a journal article that the patient underwent a laparoscopic hernia repair procedure using ipom technique without the closure of hernia defect on unknown date between (B)(6) 2011 and (B)(6) 2014 and the mesh was implanted. Following the procedure, the patient developed complications requiring reoperation. The patient reported dyspnea, weakness and malaise on the first postoperative day. Suspecting pulmonary embolism, the patient was given an anticoagulant treatment with low molecular weight heparin. On the next day, the patient became hemodynamically unstable, laboratory tests revealed anemia and the sonography revealed a large amount of fluid within the abdominal cavity. Emergency re-operation was performed and the mesh was removed. During the re-operation, the intraperitoneal hemorrhage from the interior epigastric vessels within the left hypogastrium, where the mesh was fixed by one of the tacks, was revealed. After hematoma evacuation and bleeding control, the laparotomy wound was sutured without use of a new mesh. No further information is available.